Manufacturer narrative:
Method: device not returned. The device will not be returned for evaluation because it remains implanted. No documentation or testing results are indicated as available. No echo is available. The device history record (DHR) review is in process.

Event description:
Reportedly, patient underwent valve-in-valve procedure on (B)(6) 2013 to correct regurgitation (grade iii), stenosis and shortness of breath. The customer reported that a model 6900p was implanted for approximately 9 years (108.63 months) at time of the procedure. Device remains implanted. Patient status indicated as stable.